Manufacturer narrative:
The device was returned to resmed for an investigation. Visual inspection of the device revealed thermal damage to the device. The investigation determined the thermal damage to the device was caused by an external heat source. There was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an airsense 10 autoset USA tri vpap was allegedly involved in a fire. The device was not is use and not turned on at the time of the event, therefore, there was no patient injury reported as a result of this incident.

Manufacturer narrative:
Per the reporter, the "patient smelled a burning smell at around 5 pm and went in to the bedroom and noticed a fire on the carpet due to what he believed came from the device." Also, according to the reporter, the vpap was attached to oxygen but the vpap was not on. Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an airsense 10 autoset USA tri vpap was allegedly involved in a fire. The device was not is use and not turned on at the time of the event, therefore, there was no patient injury reported as a result of this incident.